Event description:
During a laparoscopic gastric bypass procedure, the harmonic failed. No pt consequence. Case completed with another device of the same product code. One device returning.

Manufacturer narrative:
Cracked blade. Analysis summary: based on analysis results, this event is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The batch history records were reviewed with no anomalies noted during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.